Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing in a pacer dependant patient which resulted in pacing inhibition. Several nonsustained episodes were recorded. The oversensing could be reproduced. It was also reported that this device was apart of the recall/advisory notification regarding this model/device. No adverse patient symptoms were reported.